Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was not able to release tissue when using a prograsp forceps instrument. The customer contacted technical support after the procedure had been completed. The technical support engineer (tse) noted there were no errors in the logs and no messages were displayed. At the time of call with technical support, the customer power cycled the system and the system powered on without errors and homed properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported complaint. The fse spoke to a nurse who mentioned she was under the impression that instrument issue was resolved as it occurred at approximately 10am and by noon, she was told the system was being used with no issues. The nurse asked the fse to speak to the or director, who also echoed the impressions of nurse, that she was not aware of any issues with the system. Product/event verification via system logs cannot be performed at this time because there is insufficient event date information. The customer communicated that the incident occurred with a prograsp forceps instrument during a cholecystectomy procedure. A review of the site's system procedures/tools used revealed that documented event date of (B)(6) 2022 is potentially incorrect as a cholecystectomy procedure was not performed on (B)(6) 2022 at this site, nor was a procedure performed on this date that used a prograsp forceps instrument. Follow-up was performed in attempt to gather additional information to clarify date of event and instrument associated with incident with no success. No image or video clip for the reported event was submitted for review. This complaint is considered as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.